Manufacturer narrative:
There was no unexpected no delivery alarms noted during testing. The device passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. There were minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level was 400mg/dl. Troubleshooting was conducted, but not finished. The customer was advised to discontinue use of the device, and that it would be replaced.